Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00101.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on (B)(6) 2022. The pump passed the flow rate testing with flow rate deviation of (B)(4), which is within the (B)(4) specification. Reported issue was not confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "that pump 704297 infused the incorrect amount of medication. This was an under infusion issue." Device operator was a distributor. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).